Manufacturer narrative:
(B)(4). Batch # t9285v. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. A plastic bag was with 4 scissored inside was returned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch t9285v number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the clips scissored on several firings. The surgery was delayed by six minutes due to the reported event. The applier was removed from field, clips retrieved from patient and a new applier was circulated in to the case. The procedure was successfully completed. There were no fragments generated. There were no patient consequences reported. No other medical intervention required.